Event description:
Information received by medtronic indicated that the insulin pump had a big crack at the back of the insulin pump starting from where the clip is inserted on the back panel and comes around to the site. Customer stated that they went for swimming with their insulin pump. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). S/w version = 4.11e retainer ring = black patient returned pump for an alleged cosmetic damage located near the belt clip and moisture damage observed on (B)(6) 2022. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Pump failed the sleep current measurement, active current measurement, and self-test. Thus was utilized and downloaded trace/history files properly. Unexpected pump error 43, pump error 23, pump error 49, pump error 68, pump error 25 and pump error 75 alarmed during testing. The power management graph confirmed pump error 23, pump error 49, pump error 68, pump error 75, and pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and did not functioned properly. In further full review in the pump history found: pump error 43 alarmed on (B)(6) 2022 at 07:30:21.000. Pump error 75 alarmed on (B)(6) 2022 at 07:31:46.000. Pump error 25 alarmed on (B)(6) 2022 at 11:00:00.000. Pump error 23 alarmed on (B)(6) 2022 at 07:32:21.000. Pump error 49 alarmed on (B)(6) 2022 at 07:31:53.000. Pump error 68 alarmed on (B)(6) 2022 at 07:31:53.000. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, force sensor, motor, and vibrator assembly noted. The motor was not tested outside of the device on the ngp stb3 due to moisture damage on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case-corner of belt clip rails, and pillowing keypad overlay. Cosmetic damage confirmed located at the corner of the belt clip rail. Pump error 75, pump error 25, and unexpected battery power loss were confirmed due to moisture damage confirmed on pcba 1/j6. Pump error 43 was confirmed due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.